Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 99% stenosed target lesion located in the right coronary artery. After pre-dilation, a 4.0x16mm ion stent was advanced for treatment, however the stent came off the delivery balloon and stayed at the right coronary artery undeployed. No attempt was made to remove the dislodged stent. The physician chose to send the patient for CABG surgery. It was noted that there were no patient complications or related treatment and it was not documented that the stent was removed from the patient. The final patient status was a successful single vessel CABG.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the target vessel was calcified and tortuous. Pre-dilation was performed with an unspecified 2.0x12mm balloon. The 4.0x16mm ion stent was advanced but was not able to cross the lesion and while retrieving the device the stent dislodged and stayed within the proximal calcified section of the right coronary artery.